Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2000 mcg/ml lioresal baclofen at a dose of 690 mcg/day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that the patient experienced increased spasticity despite dose escalation. There were no environmental/external/patient factors that may have led or contributed to the issue. A catheter dye study was done on (B)(6) 2017. The catheter aspirated slowly and the hcp experienced difficulty injecting contrast. As an intervention, the catheter was replaced and the pump was replaced proactively for battery life. The hcp opted to replace the pump because he was opening the pump pocket. The issue was resolved at the time of this report and the patient's status was "alive-no injury".